Event description:
It was reported the patient's pacemaker indicated a diagnostic issue had occurred. The patient's pulse generator showed eri has been reached. However, the date indicated is prior to patient implant. All electrical values were tested and found to be normal. The device remained implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).